Manufacturer narrative:
(B)(4).

Event description:
Procedure type: anterior resection of rectum. According to the rptr: after surgery, complete closure was found, so a re-operation was conducted. It seemed when the device was inserted, membrana mucosa slid. Before blind extremity was closed, it was checked by hand, but the incident could not be detected. A (B)(4) was used to widen the anastomosis. The surgeon had to resect more tissue than was originally planned due to the product problem. No bleeding was reported, nothing fell into the pt cavity.